Manufacturer narrative:
One device was returned for investigation. As a result of observing the sample, it was confirmed that at 14cm measured tip of the catheter, it was found cut. No elongation could be confirmed. When the fracture surface was observed with a microscope, it was confirmed that the cross section was sharp and crushed in an elliptical shape, which closely resembled the trace of fracture between sharp blades such as scissors. The reported event was confirmed. From the above results, it is highly probable that the catheter was damaged due to contact with scissors during use. The DHR could not be completed as the lot number was not reported by the customer.

Event description:
It was reported that the epidural catheter fractured during removal. Pieces of the catheter had to be removed from the patient.

Event description:
Additional information was obtained and description was updated: catheter was retained in the patient body due to catheter severance, but it was removed successfully. Product may have caused or contributed to serious injury. No additional adverse patient effects. This event is considered a serious injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.